Event description:
A patient underwent a revision of the cervical construct due to pseudoarthrosis. During the revision surgery in 2006, the surgeon removed the two level subsidence plate and noted that the plate was not locked upon removal. He stated that because the plate was not locked the patient did not fuse.